Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 8 months post index procedure where physician observed a graft infection. The physician elected to re-intervene by explanting the graft. There is little information surrounding the explant procedure and patient status post re-intervention is not know, however, as of the date of this report, there have been no additional patient sequelae reported.